Event description:
Boston scientific received information that the right atrial (ra) lead had measured greater than 2000 ohms, a loss of capture and low amplitudes. There was further inquiry of ventricular events. The field representative reported that the very quick sharp deflections did not appear to be noise but was too fast to be physiologic. The rv lead impedances had been steady in the 640-680 ohms range and the shock impedances continue to be high and out of range for some time of which the physician was aware. This recent noise did not result in any unnecessary therapy and did not appear result in pacing inhibition in this dependent patient. Technical services reviewed and discussed possible noise and further intervention warranted for system integrity.

Manufacturer narrative:
The physician elected to further investigate. Upon opening the pocket, the physician alleged a loose header was noted. The device was replaced with a non-boston scientific device. The physician suspected fractured leads, however, the chronic leads were attached to this new device with successful defibrillation testing and no lead issues were noted. The field representative reported that the header appeared to be intact. The device is expected to be returned for analysis. This lead remains in-service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.